Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen and morphine (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. The date of the event was (B)(6) 2016. It was reported a critical alarm was heard. It was unknown if the patient experienced any adverse events. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The patient was scheduled to be seen (B)(6) 2016. The physician read the previous report and saw the patient missed a refill appointment. The pump was refilled monday (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.